Event description:
It was reported that a patient experienced suspected peritonitis coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The cause of the suspected peritonitis was unknown. One day after onset, the patient was hospitalized for the suspected peritonitis event. The patient was treated with reflin injection 1 gram per day (route and duration not reported), tobramycin 40 milligrams per day (route and duration not reported), and heparin injection 2500 international units in 5 milliliters tds (route, frequency, and duration not reported) for the suspected peritonitis event. It was not reported if dianeal and extraneal therapies were ongoing. On an unknown date, the patient was recovered from the suspected peritonitis event. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). (B)(6). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.